Manufacturer narrative:
Additional recall # 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2008. It was reported the recharge burden for the pt's ipg has increased. In addition, the pt alleges experiencing overstimulation each time therapy was initiated. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. No further issues have been reported following the procedure.